Event description:
"Can we please get new vial adapters sent out to the patient? We were having problems with some of the ones that were sent as they were not pulling out the medication." No other information reported.